Event description:
The customer reported a leak of diluent inside the coulter lh 750 hematology analyzer. The volume of the leak was reported as 30 cc and the leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found the white blood cell (wbc) bath was leaking and became loose from the aperture block causing the diluent to leak into the instrument. The fse reseated the wbc bath properly to the aperture block to resolve the leak reported. Bec internal reference to this event is (B)(4).